Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a drill bit broke in the patient's glenoid. The doctor was using a drill guide and did not appear to be causing any side stress on the drill bit. Humeral cup trial broke during the trailing process. The drill bit was disposed of and will not be returned. Humeral cup will be returned through broken instrument program.